Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 440 mg/dl at the highest. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer did not respond to multiple contact attempts from tandem technical support to offer additional troubleshooting.